Event description:
Information was received based on review of a journal article titled, "oxford medial unicompartmental knee arthroplasty", which described the outcome of a series of 124 oxford meniscal-bearing unicompartmental arthroplasties carried out for osteoarthritis of the medial compartment, using the oxford knee manufactured at biomet. It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient underwent a closed reduction on an unknown date due to a meniscal dislocation 6.9 years following the initial procedure. No components were removed or replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; (B)(6). Manufacture date ¿ unknown; this information was originally reported on 1825034-2015-02954 which referenced a journal article written on a study that this patient took part in.